Event description:
Hole in basin wrap within sterile supply pack. Appears to be supply configuration within pack. No compromise in exterior pack sterility; compromise only if splash wrap, splash basin, and contents were to be inserted into ring stand. No patient exposure.